Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: synergy ii us mr 3.00 x 20 mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal marker bands. The crimped stent od(outer diameter) was measured and was within maximum crimped stent profile measurement. The returned stent protector ID (inner diameter) was measured and the result is within specifications. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length and a hypotube break at the distal end of the strain relief. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported shaft break occurred. A 3.00 x 20 mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, during preparation outside patient, shaft kinked was noted. The physician then tried to straighten the catheter and it broke. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4).

Event description:
It was reported shaft break occurred. A 3.00x20mm synergy ii everolimus-eluting platinum chromium coronary stent system was selected for use. However, during preparation outside patient, shaft kinked was noted. The physician then tried to straighten the catheter and it broke. The procedure was completed with another of the same device. No patient complications were reported.